Event description:
Centrifuge attached to facility's first generation robotics track system (clinical lab automation system) malfunctioned. A component of the rotor and some of the metal specimen holders within the centrifuge were expelled with considerable force from the body of the centrifuge casing into the lab. Pieces of metal, shards of glass and blood were dispersed over a considerable area within the lab setting. No injuries were sustained by anyone; however, there was potential for injury. MFR (beckman coulter) was notified and all similar centrifuges on the track have been taken out of service until the safety of these devices can be assured by the MFR.